Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/13/2016. The fse indicated that the leak originated from the diff shear valve (cvl85/126). The random access module was replaced, resolving the event. The beckman coulter internal identifier for this event is (B)(6).

Event description:
A customer reported an uncontained fluid leak of unknown amount under a coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe), consisting of gloves, glasses and a laboratory coat when the fluid was observed, and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with the event.